Event description:
A malfunction code labeled as malf 24 was reported, indicating an issue with the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will a backup insulin pump for insulin therapy until the replacement arrives.